Manufacturer narrative:
The insulin pump was received with critical pump error and a pump error was present in the long trace file due to corrosion on force sensor assembly. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Analysis was unable to verify basal anomalies, basal rate alerts, vibrator anomalies, flashing red led anomalies and other type alerts. The insulin pump was received with severely faded serial number label. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, peeling end cap address label, corrosion in battery tube, moisture damage on motor home switch and corrosion on all electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the time changed backwards. The customer's blood glucose was 7.2 mmol/l at the time of incident. It was also reported that the insulin pump was flashing red without an alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Please reference MFR report number 2032227-2016-52179 for reportable complaint on (B)(6) 2016.

Event description:
It was reported via phone call that the time changed backwards, the customer was advised the time changed for the winter; also advised the customer that it would not hurt the sensor by changing the time on the insulin pump but it would possible have data gap in the carelink reports. It was also reported that the insulin pump received basal rate alerts and a flashing red light; advised the customer she has an alert or alarm to attend to, once basal resumes it will flash but no vibrate or alert.